Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 444 mg/dl at the time of incident and the current blood glucose of the customer is 93 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also reports the air bubble in the tubing. The insulin pump will not be returned for analysis.